Manufacturer narrative:
The reported events of failure to advance stylet and helix mechanism issue anomaly of retraction and extension were confirmed while the reported event of failure to capture was not confirmed. As received, a complete lead was returned in two pieces for analysis. X-ray inspection found over-torque of the inner coil inside the connector region consistent with procedural damage. The cause of failure to advance stylet and helix mechanism issue was isolated to over-torque of the inner coil and helix being clogged with blood. No other anomalies were identified.

Event description:
It was reported that the patient presented implant procedure. During procedure, it was noted that the right ventricular lead failed to capture. During revision, it was noted that the helix of the right ventricular lead failed to extend and retract. It was also noted that the physician failed to the advance the stylet into the lead body. The reported lead was not installed and an alternative lead was installed on (B)(6) 2023. The patient was in stable condition.